Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other related reports against the product and lot code combinations since their release to distribution. X-rays and medical records were reviewed. The investigation can draw no conclusion with the information provided. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states patient suffers from an adverse tissue reaction. On (B)(6) 2017--x-ray images received on disc (x1). Update (B)(6) 2017: medical records received after review of the medical records for MDR reportability, the revision operative note indicated alval, pain, elevated metal ion levels, osteolysis around the cup, metal debris, and pseudotumor. There was no metallosis or trunnions. Lab values confirmed the elevated metal ion levels. Pre-revision notes indicated a lesser trochanter fracture. The cause/date of the fracture is unknown, but it did mention the patient had fallen 3 times. The cup was noted to have a little bit of open abduction and appropriate anteversion. There was no mention of the fracture during the revision and the cup wasn't revised during the revision. The stem is being added to the complaint. This complaint was updated on: (B)(6) 2017.